Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: "remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 69-year-old female in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. Oozing was noted from the impella access site. An attempt at manual pressure was made without any improvement. Another suture around the repo sheath was done to see if that would help the oozing but it was unsuccessful. An order was placed for a unit of fresh frozen plasma (ffp). The patient was already in the process of receiving a unit of paced red blood cells (prbc) for volume resuscitation. A fem-stop was placed over the right femoral site until the ffp could be transfused. It was further reported that the pump appeared to be too deep. The physician slowly pulled back on the impella catheter. After the catheter was pulled back, the aic displayed the ¿impella in aorta¿ alarm. Without any adjustment, the alarm resolved on its own. Shortly after arrival to the intensive care unit (ICU) from cath lab, and before formal echo assessment of position, the patient went into ventricular fibrillation arrest. Received one shock at 150 joules and returned to sinus rhythm. Albumin and a unit of blood given for fluid resuscitation. In ICU the clinician was unable to detect pedal pulses bilaterally. Patient had impella cp placed in right femoral artery and va-ECMO in left femoral artery. It is unknow if the impella caused/contributed to the limb ischemia. The patient remained on support for seven more days.

Manufacturer narrative:
The investigation into the reported issues has been completed since the original report was submitted. The device was not returned for investigation. The cause of the access site bleeding issue was most likely patient condition related since bleeding was resolved after placing femstop. As all the necessary information and return product were not provided, the root cause of the limb ischemia and the vt/vf was not determined. The cause of the low pump flow issue was most likely patient condition related, based on data log review and provided clinical details. The cause of the positioning issue was most likely use related since ee revealed that the impella was found deep, and repositioning resolved the issue.